Event description:
Event description cpi received information that this endotak plus transvenous lead was removed from service because of a 'inappropriate therapy due to lead insulation break'. The physician also elected to remove the patient's implantable cardioverter defibrillator (ICD) (1720), at the same time. Implant date-11/02/94. Removed from service date-08/23/96.